Event description:
The customer reported low sodium (na) results, below the normal reference interval, for several patients, involving the synchron lxi 725 system. Subsequent testing of the sample, on an alternate analyzer, recovered higher results, three within the normal reference range. The low sodium results were released out of the laboratory and questioned by the physician. Amended reports were issued. There was no report of patient consequence or change in patient treatment associated with this event. The customer stated flowcell maintenance was current and none of the flowcell cleaning solutions had expired. The customer indicated quality control (qc), prior to the event, was within the acceptable range. Patient results, performed prior to the event, were reviewed and/or repeated by the customer. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the sodium (na) measuring and reference electrodes, as well as the carbon bridge to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. Bridge. (B)(4).